Manufacturer narrative:
Although requested, the device was not returned for evaluation and a lot number for the reported device was not provided. Investigation of this event is in progress and a follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that during iol implantation the capsule bag broke. The lens was removed and a vitrectomy was performed. A back up lens of a different model was implanted. The reported outcome of the patient is good.

Manufacturer narrative:
A DHR (device history record) review could not be performed as the lot number of the device was not provided. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no root cause could be determined.